Event description:
It was reported that the patient presented via merlin.net transmission. Upon review, the pulse generator exhibited output issue which induced atrial arrhythmia to the patient. No intervention was performed. No further information was available.